Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted.

Event description:
It has been reported to us that the wire lumen of the aspiration catheter has been torn away from the shaft. An attempt to obtain add'l info about the case has been made.